Event description:
A malfunction alarm occurred with the customer's pump, and the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was to use multiple daily injections as a backup therapy, and tandem technical support arranged to replace the pump.